Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure (event) observed during analysis. Upon interrogation of device, an alert indicating output circuit damage was noted. The device was tested on the bench and a transistor on the output stage circuit was found damaged. The cause of the damaged transistor could not be determined. Reliability laboratory technician. (B)(6).

Event description:
This report is to advise of an event observed during analysis.